Event description:
It was reported that an infusor sv2.5 was leaking. This occurred during patient infusion with an unknown anticancer therapy. The reporter stated that the leak occurred at the junction between the infusor luer and a non-baxter stopcock. There was no patient injury or medical intervention reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The infusor device was discarded by the customer; however, the third party stopcock was received for testing. Functional leak testing of a reserve infusor device with the returned stopcock did not identify any leaks. The evaluation could not confirm the reported event. Should additional relevant information become available, a supplemental report will be submitted.